Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the computer did not start with the no signal message displayed. The site turned the power off and on several times and started the computer, but it froze in the middle. The power was turned on and off and was then used without any problems. The situation was to be monitored. The procedure was completed with navigation/imaging system and back up products. There was no impact on patient outcome.